Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 8 psi occlusion test, recording a pressure of 21 psi which is outside the acceptable range of 0 to 16 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 8psi calibration value from 407 to 307. Following the recalibration, the device passed the 8 psi occlusion pressure test at 25.800psi, which is within specification. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 8 psi occlusion test, recording a pressure of 21 psi which is outside the acceptable range of 0 to 16 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 8psi calibration value from 407 to 307. Following the recalibration, the device passed the 8 psi occlusion pressure test at 25.800psi, which is within specification. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).